Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm. The customer could not recall whether an object was pressing on the pump causing this alarm to occur. Tandem technical support educated the customer in regards to a common cause of this alarm (e.g. Items pressing on button). Additionally, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Customer blood glucose was 55 (mg/dl) and was treated by disconnecting from the pump temporarily. Additionally, the usb port felt loose. Subsequently, the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. Reportedly the customer reverted to manual injections for insulin therapy. The customer¿s blood glucose was 120(mg/dl).